Manufacturer narrative:
(B) (4).

Event description:
The actual residual volume was greater than the expected residual volume. Specific values for volumes were not provided. The healthcare provider aspirated 11-12 ml of drug from the reservoir when 4 ml was expected. The drug seemed to pull really slowly out of the pump. The morphine 50mg/ml concentration was yellow in color. The doctor thought that the refill kit may have been the problem. A new kit was used and the refill was fine.